Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an "error 9" error message that the customer encountered and was unable to obtain readings. A replacement device was ordered however, the customer called to report that they did not receive the replacement therefore, they were unable to monitor their blood glucose. The customer experienced hypoglycemia with symptoms described as cold sweats and a loss of consciousness. The customer was unable to self-treat, requiring treatment with glucagon provided by third-party. The customer then had contact with a healthcare professional (hcp) who treated the customer with glucose intravenously. No further information was provided. There was no report of death or permanent impairment associated with this event.